Manufacturer narrative:
(B)(4). The customer has permanently removed the device from use and will be purchasing a replacement device. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would boot up to service screen with a critical event code displayed. With this event code, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with this event.